Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8780, serial # (B)(4), product type catheter.

Event description:
Information was received from a patient who was receiving prialt (unknown concentration, dose 3 mcg/day and 2.5 mcg/day) via an impl zzzantable pump for spinal pain and complex regional pain syndrome type ii. Following implant, patient had a new pain that was a bruised feeling down her back from catheter area down which was concerning her; and along her side patient still felt bruised to the touch; and also where her pain pump was located hurt to touch with a shirt below the pump area. Her preexisting pain in her foot had cut down during the day and patient had to take her sock off so it doesn't hurt the feet; stating the pain part in her foot is reduced, but the preexisting feeling of fire and pain, sensitivity is still there. Patient had been taking oral percocet for a long time and reduced it and was thinking she needed to increase it back up. On (B)(6) 2017, the dose was increased and her health care professional told her not to stretch because of the catheter, and patient did stretch some and was concerned she pulled out the catheter but the health care professional told her it was unlikely she did. Patient stated that the hcp reviewed that the surgical incision cut and healing on the inside was contributing to patient¿s current issue. On (B)(6) 2017, the patient had an awesome day and had no pain "and the weather" but then a few days later, she felt bad again and suspected that the weather and barometric pressure played a role. The patient had an upcoming appt and would update her health care professional before then if needed or at the next appt. No further complications were reported.

Manufacturer narrative:
Additional information determined the above patient are also related to this event.

Event description:
Additional information from a healthcare provider (hcp). It was reported that the patient had a spinal headache post procedure. It was "rxed" (treated) with epidural blood patch. The patient's symptoms resolved. The patient's weight was (B)(6) at the time of event. No further information was provided. No further complications were reported/anticipated.